Manufacturer narrative:
The AED was found to be within specification. The battery was confirmed to be depleted and in a low energy state. As a result, the AED was not "rescue ready" due to the use of a depleted battery.

Event description:
During an attempted rescue of a suspected cardiac arrest victim, after the pads were placed on the patient, the AED lost its power and shut down and accordingly, the device did not deliver a shock when the shock button was pushed. The AED and the battery were subsequently returned to the manufacturer for evaluation. Review of the event log in the AED indicated that the AED issued a battery low warning for several days in december 2004 at which time the event log recorded that the battery was removed from the AED. The next entry in the AED event log indicated that the battery was installed in the AED just prior to the rescue attempt and the event log recorded the same battery low warning. The AED was not functional due to the use of a depleted battery. The AED recorded that the device had not been in service for many months and the event log indicates that the AED was not made rescue-ready in advance of the rescue attempt. It was reported that the patient expired.